Manufacturer narrative:
Device discarded by customer. The impella cp optical pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) year old black or african american female patient had impella cp optical pump inserted. The patient developed thrombus in the left ventricle (lv), the pump was removed, the next day the patient lost pulses and thrombectomy via percutaneous was performed by an interventional radiology.